Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under exemption (B)(4). When reviewing similar reportable events, we have found a number of cases with similar fault description (castors get loose/fall off), which were found mainly related to events caused by user errors including maintenance not being correctly performed as per labeling. The trend observed for reportable complaints with this failure mode on concerto + basic devices is considered to be low and stable. It has been established that the hygiene chair was being used for patient handling a the time and thereby directly involved in the event but no injuries were reported to have occurred. The device was found not to be up to specification and was used for patient treatment on the time of event. Concerto shower trolley had one of the wheels loose making the device unstable and in that way it caused or contributed to the event. From our investigation, it appears the most common and likely root cause for such event is a lack of maintenance of the device. According the instructions for use the caregiver obligations is to check / clean the castors on a weekly basis or report for replacement when needed. This device was not under arjohuntleigh service contract and customer did not possess any maintenance history of this device. Additionally, the device is more than 10 years old and should be taken out of usage as stated in the instruction for use of this device. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error relating to the device's maintenance as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no patient or caregiver risk.